Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial roller pump gut turned a quarter turn and then stopped with "overspeed 1" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) pushed the start buttons on the roller pump and it immediately went into "overspeed-1" error mode. The pst removed the boards from the pump and placed them individually onto an 8k pump test platter. No "overspeed-1" occurred while the circuit boards from the pump were installed on the test platter. The pst connected the returned roller pump to the test platter and the test platter went into overspeed-1 error mode. The pst was able to start the pump's motor by hand while pushing the start buttons and the motor would run briefly but stop and not display revolutions per minute (rpm). The pst measured the tach signal from the motor and it was distorted as compared to a normal motor tach signal. Visual inspection observed nothing that would cause this failure. The service repair technician (srt) evaluated the pump and found that the pump motor was no longer meeting specification. The pump motor and the belt (as a precaution) were replaced. Preventive maintenance (pm) and verification/release test completed. The unit operated to the manufacturer's specification and will be returned to the customer.